Event description:
Upon receipt of the product in this file and follow up with the distributor, he stated that the plugs were used during the procedure, however, the complaint is not related to the plugs. A sixty (60) minute surgical delay was reported.

Manufacturer narrative:
The device history records were reviewed, no dimensional, functional, or material anomalies were reported at inspection. The distributor reports the product in this file functioned as intended. File two of three.

Event description:
It was reported that the threaded shaft disengaged from the screw head during screw removal leading to a 30 minute delay in surgery. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2014-00019 / 00021).